Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Checkpoint broke while removing it. Dr decided to leave it in the patient. Case type: tha. Patient was under anesthesia.

Manufacturer narrative:
Reported event: checkpoint broke while removing it. Doctor decided to leave it in the patient. Product evaluation and results: product inspection was not performed as product was not returned for inspection. Product history review: review of the device history records could not be conducted as the lot number is not provided complaint history review: complaint history review was not conducted as lot number is not provided. Conclusions: the failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc¿s associated with the product and failure mode reported in this event.

Event description:
Checkpoint broke while removing it. Dr decided to leave it in the patient. Case type: tha. Patient was under anesthesia.